Event description:
It was reported that upon implant attempt, when the leads were connected to the device there was inappropriate sensing and pacing. The device was replaced and no patient complications have been reported as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.